Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
The surgeon reported that an x-ray taken 10 days post-operatively showed that a small crack had appeared in the patients bone just medial to the construct of the clavicle following implantation of a variax clavicle plate. The plate was intact and the screws were not backing out. The surgeon believes that the crack will heal on its own in time and is not planning to revise the patient.